Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the heartmate 14 volt lithium ion battery (serial number: (B)(6)not being able to hold a charge was confirmed. The 14v battery was returned for analysis in unremarkable physical condition. The battery gauge button was pressed, and 0 leds illuminated despite the fuel gauge parameters being measured at ~13v. The battery was inserted into a test universal battery charger and a b0001 error message became active. The the 14v battery was opened for further analysis and during evaluation, the solder on pins 27 and 28 of the integrated circuit (ic) chip, u1, were found to be broken. These pins correspond to the smbc and smbd lines in the circuit which would result in the reported event. No further troubleshooting was performed. A manufacturing analysis task was performed to further investigate the cause of the damaged circuit board. The ma task concluded that extensive use, potential mishandling or excessive pressure may have damaged the internal components and solder connections. As a result, the battery is unable to charge. At this stage, the root cause of the reported problem suggests potential mishandling after shipping from abbott as a probable root cause, which led us to refrain from taking any immediate action at the supplier level, existing controls are in place to continue monitoring the recurrence of similar issue, therefore, no additional actions are required at this time. Additional information provided on 25mar2024 stated no troubleshooting was performed and that no log files could be provided. The root cause for the reported event was determined to be due to a compromised component; however, a root cause for the component becoming compromised was unable to be determined. The 14v li-ion battery (serial number:(B)(6) was inspected and accepted into the receiving inspection storage location on 20nov2021, and passed all manufacturing testing prior to being initially shipped outbound on 27oct2021. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including battery faults displayed on the universal battery charger (ubc), and the actions to take if the issue does not resolve. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including the 14v battery clips and 14v batteries. Heartmate 14 volt li-ion battery instructions for use (IFU) (rev. E) explains the operation of batteries in the heartmate system. The IFU explains how to use the 14v batteries, including how to connect the 14v batteries to the appropriate battery clips, how to charge the battery, and how to check the charge level of the battery. Heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ and heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ explains the operation of 14v batteries in the heartmate system, including that the 14v batteries are usable for approximately 360 use/charge cycles or for 36 months from the date of manufacture, whichever comes first. This section also informs the user to not use expired batteries. Additionally, section f of the IFU entitled ¿safety checklists¿, informs the user to check the manufacture date on the label of all batteries. If a battery was manufactured more than three years ago, the battery has expired. Replace expired batteries. Do not use expired batteries. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. It was noted during investigation that there was minor corrosion and damage near the contacts of the returned battery. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came to the clinic with 2 bad batteries that would not charge. No troubleshooting was performed. The batteries were replaced.